Manufacturer narrative:
This report is a duplicate to MDR 3010252479-2021-00123 manta. The intial complaint and MDR 3010252479-2021-00124 have been documented as a duplicate and voided.

Event description:
As reported: the clinician could not get the manta device into the sheath fully. It was sticking and the device would not click into the sheath. This happened with the next 3 devices that were opened. All of the faulty devices came from the same box. Associated to: MDR 3010252479-2021-00121 manta, MDR 3010252479-2021-00122 manta, MDR 3010252479-2021-00123 manta.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.